Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump was not working from almost one month and this happens twice. The customer blood glucose level was 109 mg/dl. Customer was assisted with troubleshooting. Customer states up and down buttons were unresponsive. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states the button was unresponsive during an easy bolus attempt. Customer states the easy bolus feature was off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. (B)(4).